Event description:
The patient stated that twice in the past several days, she has had issues with the luer of her infusion set breaking away from the infusion tubing. She stated that in 2007, her blood glucose elevated to over 600 mg/dl. She found that the infusion tubing was broken and bolused to lower her blood glucose. She stated that she over bolused and her blood glucose dropped to 45 mg/dl. The patient drank soda and orange juice and ate a cinnamon roll to elevate her blood glucose. She stated she felt "sick" the rest of the afternoon. The patient stated that today (four days later), she experienced another broken infusion tubing and her blood glucose elevated to 599 mg/dl. The patient changed her infusion set and bolused 10 units of insulin to lower her blood glucose. The patient stated that she was aware of the recall, but thought only one lot was affected. The patient was educated on the recall. Upon follow up, the patient stated her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.